Event description:
Customer reported the insulin pump would not deliver the insulin. Customer was asked to clarify and stated the device alarmed no delivery. Customer does not recall blood glucose level. Alarm occurred during priming. Troubleshooting was not performed due to customer had resolved alarm by reservoir change. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.